Manufacturer narrative:
Patient remains ongoing with the lvad. The explanted device was sent to the MFR for evaluation. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been hearing "clacking and pinging" from the lvad, and the patient felt that it was a change in the normal sound of the pump. The patient did not experience any alarm or other changes with the device. Vent filters had been analyzed and a waveform was taken and reviewed, and it was determined that end of life issues were occurring with the pump. As a result, a decision was made to exchange the pump, and the patient's lvad was replaced with another lvad. The patient remains ongoing with the lvad.